Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: material # 309628 lot # 3164164 verbatim: rcc received a complaint via email. Email(s) attached on 08apr2025 regeneron was informed of an event with eylea 8mg vial kit which was categorized with the defect foreign matter ¿ fm syringe on (B)(6) 2025, the office staff reported the following: ¿the physician reported there was ¿a speck¿ in the medication. The reporter stated the physician was unsure if the speck was already in the vial or if it was in the syringe after being drawn up, but the physician elected not to use the dose.¿ regeneron ldp lot: 8463800015 1ml syringe: catalog: 309628 lot: 3164164.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Seven photos and one sample of a 1 ml ll syringe (part number 309628) were received and evaluated. The sample arrived fully assembled but in poor condition, showing a broken collar and barrel roof, along with a significant scratch on the barrel. A foreign object resembling a copper-colored item was found embedded in the barrel near the number ¿1,¿ and this non-conforming condition was consistently observed across all submitted photos. While the external defects could not be definitively linked to the manufacturing site, the embedded foreign material (efm) was determined to be associated with the molding process. As a corrective action, a quality alert will be issued to the manufacturing plant to address the issue. Furthermore, a device history record review was completed for provided lot number 3164164. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.